Manufacturer narrative:
Update 08-dec-2023: the display was replaced. Root cause: the most likely root cause is considered to be random component failure.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: the touchscreen of the ventilator did not work properly. Touchscreen calibration could not be performed correctly. The event did not occur during ventilation.